Manufacturer narrative:
(B)(4). Conclusion: off-label, unapproved, or contraindicated use (aortic neck length).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an 88 mm diameter abdominal aortic aneurysm. The aortic neck was 20.3 mm in diameter proximally and 6.2 mm in length. It was reported during the index procedure there was a type ia endoleak. The physician elected to implant 6 aptus endoanchors, the type ia endoleak was resolved. At the end of the procedure there was a type ii endoleak that remained. No additional clinical sequelae were reported and the patient is fine.